Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus and basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was unable to perform no delivery test due to motor error alarm. The insulin pump had missing endcap sticker, cracked display window corner and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose. The customer's mother reported that they received a no delivery alarm and a motor position encoder error alarm. The customer's blood glucose was 468 mg/dl at the time of incident. The customer's mother stated that they have not treated the high blood glucose at the time of call. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.